Manufacturer narrative:
Patient information was unavailable from the site. A medtronic field service engineer (fse) went to site to troubleshoot issue, a defective/damaged interface cable was found causing the frame-rate error. A replacement cable was sent to site and swapped. System tested after replacement, passed all checks and it was put back into use. The cable was sent back to manufacturer for evaluation. Confirmed reported problem "frame rate errors on any fluoro". Umbilical cable failed bench test. Found broken wire [pin 7] lemo side. No further issues. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported during a case that the mobile view station (mvs) was showing an error message "frame rates below recommended levels". Recommended a re-boot of the mvs. There was no impact on patient outcome.